Event description:
It was reported that a bolus delivery was restarted by the pump after the customer had stopped it. Blood glucose was not impacted. A system check was performed and no pump or supply issues were identified; however, the customer maintained the belief that the bolus was not stopped. Reportedly, the customer continued to use the pump for insulin therapy.